Event description:
It was reported the pt experienced muscle spasms since implant. The pt only turned the stimulation on periodically and the spasms occur when the device is off. If the device is turned on when the pt is experiencing a spasm, the spasm gets worse. Add'l info received from the hcp indicated a physical exam was done. The issue was determined to be a posturing problem not a mechanical function issue. The issue was surgically corrected. Since surgery, the patient had been seen three times for f/u and was doing well.

Manufacturer narrative:
(B)(4).